Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified

Event description:
The customer reported a general complaint that this IV set "falls apart at various connections" within the IV set. In the past, this IV set disconnection has resulted in patients "bleeding out" when the disconnection occurred under the sterile drapes and not noted by the clinician. The customer understands that the "tubing comes loose" during the shipping process and the need to secure it before patient use. The tubing disconnections during patient use consistently occur after the "initial packaging reassemble" is complete. Although requested, the customer has declined to provide any more event information.

Manufacturer narrative:
(B)(4)